Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing may exist. The fiber distal to fracture is protruding out more than what is considered normal, indicative of flue failure. The glass cap exhibits moderate devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe charred debris adhesion on the surface, indicative of prolong tissue contact. The identified circumferential fracture and glue failure likely contributed to the reported fiber tip rotation; therefore, the as reported event is confirmed. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and probably to the reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip was observed to be moving back and forth into the sheath. The fiber tip rotated independently so the laser aperture was no longer aligned. The fiber fired and then the laser would go on standby. There was no excessive tissue accumulation, the physician wiped the fiber tip consistently. A second fiber was utilized to successfully complete the procedure without patient complications. The fiber was returned and analysis found a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing exist.